Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that the patient experienced insulin flow blocked on (B)(6) 2024. Troubleshooting confirmed occlusion in the tubing. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: argentina.